Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown mg/dl at the time of the call. The customer stated that they are unable to describe damage to the drive support cap. The customer was informed that the insulin pump needed to be replaced. The line seemed to have been disconnected soon after. The customer was called back but there was no answer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.